Manufacturer narrative:
Internal report reference number: (B)(4) . Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on (b)(60 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results from results obtained of 595, 440, 284, 270 mg/dl and hi. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen and bathroom). The test strips are expired: manufacturer¿s expiration date is 06/30/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 595 mg/dl date: on (B)(6) 23 time: 11:58 am fasting. Result 2: hi date: on (B)(6) 23 time: 11:57 am fasting. Result 3: 440 mg/dl date: on (B)(6) 23 time: 6:40 am fasting. Result 4: 284 mg/dl date: on (B)(6) 23 time: 7:52 am fasting. Result 5: 270 mg/dl date: on (B)(6) 23 time: 6:49 am fasting.